Manufacturer narrative:
This actual back up product (software) does not have an assigned serial number. The device is software and was evaluated remotely, but not returned to the MFR. The device was evaluated on 12/14/2009 remotely. Based on the investigation, tests were run to substantiate performance issues related to the guardian backup service running during clinic hours because data backup was not completed in the allotted timeframe. The likely cause of the malfunction is that there was too much data for the system to backup. There is a potential that some data was not completely backed up. Further investigation is ongoing CAPA (B) (4) addresses this issue. This is not a single use device.

Event description:
Guardian backups running during clinic hours. Initial reporter called and reported that her internet connection was running very slowly. After further investigation, it was determined that the data back up was running during clinic hours.